Event description:
It was reported that a small volume folfusor underinfused. After 24 hours about one third of the solution was still left (approximately 35 ml). The unit was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between september 18, 2013 ¿ september 19, 2013. Evaluation summary: baxter received one unit with approximately 9ml of fluid in the bladder. Visual inspection on the unit showed no signs of physical abnormality. A functional flow rate test was performed on the unit and the flow rates were found to be within the specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.